Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels and a hole in the rv+ seal plug. All other seal plugs were noted to be intact and all set screws operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and noise. The noise was oversensed resulting in an unknown duration of pacing inhibition. Additionally, the automatic capture (ac) feature was observed to be pacing in retry mode. An invasive procedure was performed. When the pocket was opened, the physician visually observed a lead fracture. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.